Manufacturer narrative:
Ft3 sample was collected in a 13x75mm bd serum tube with a gel separator, centrifuged for 6 minutes at 3000 rpm on the automation line. Both levels of ft3 qc were within the customer's established ranges prior to and after the event. Bci field service engineer (fse) performed the following checks on (B)(4) 2011: unwashed portion of system check, which passed within instrument specifications. Pipettor matching and low volume pipettor matching routines; both passed within instrument specifications. High sensitivity system check which passed within instrument specifications. Low level qc precision test across two ft3 reagent packs. No issues were noted. Assay qc, which was within customer's established ranges. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report higher than expected ft3 result above the normal reference range for one (1) patient, generated by the unicel dxi 800 access immunoassay system. The result was reported outside of the lab and questioned by the physician. Subsequent testing on the same instrument produced a lower result within the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.